Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 27487997.

Event description:
It was reported that a patient has a potential skin erosion over the burr hole on top of their head. The physician believes the device and procedure caused the event. There is no further course of action at this time.